Event description:
Difficulties were reported when attempting to deploy a complete se peripheral self-expanding stent. The stent appeared to jump in the patient and could not be placed precisely. A lot of pressure was felt on the stent and device when deploying. No patient complications reported.

Manufacturer narrative:
Evaluation results: (based on the limited information available no root cause can be determined). (B)(4).